Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the o-ring on the fluidics module and performed a vacuum calibration to resolve the issue. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
In initial report, date of report was not correct. The (B)(6) 2015 is correct and has been provided in this follow up. (B)(4). In initial report, date received by manufacturer was incorrectly provided. The correct date is 1/28/2015. (B)(4). All pertinent information available to amo has been submitted. Placeholder.

Event description:
The surgery center reported during a cataract procedure the irrigation/aspiration (I/a) setting mode did not aspirate. The surgery center indicated when in phaco mode, there is aspiration. The surgery center replaced the tubing cassette twice but was unsuccessful. The surgery center indicated a patient was in the room when the incident occurred and was not able to give a definite answer as to if an incision had been made. The procedure was completed by using a backup machine. The procedure was completed successfully and no patient injury reported.